Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 20-dec-2007. (B)(4). Placeholder.

Event description:
Facility reported to (B)(4) service and repair: during an unknown surgical procedure on (B)(6) 2013, the trinkle drilling attachment broke. It is reported there was no harm to patient. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit broke was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage, improper handling. Placeholder.